Event description:
Dealer advised end user stated on the way back from the doctor and when he got to his door chair stopped and would not turn back on. Dealer advised issue is the joystick. Dealer advised joystick is connected properly and getting no power to joystick.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.